Event description:
It was reported that the patient had been hospitalized with hyperglycemia at klinikum karlsburg,. The patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that they were not receiving consistent bg readings on their personal diabetes manager (pdm) and sometimes the readings were inconsistent between their pdm and their dexcom sensor. The patient was not treated specifically for high bgs, but were monitored and the patient gave boluses based on bg readings done by the hospital staff. The patient was discharged after 4 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.